Manufacturer narrative:
Cmp-(B)(4). Country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the impacting plate fractured while the surgeon was hammering the handle. The procedure was completed with another handle present in the surgical unit. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device shows fracture at the weld between the handle body and the impacting plate and exhibits multiple dents, numerous impact marks and dings on both sides of the strike plate and handle body suggesting significant use over the time. Device history record was reviewed and no discrepancies were found. The root cause for the broach handles welded strike plate fracture is due to tensile overload. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 06513 - 1.